Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the patient outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event. On the following day, the patient began treatment for the peritonitis with injection vancomycin, 1 gram (route and frequency was not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unknown date, the vancomycin was completed. Fourteen days after the event onset, the patient was discharged from the hospital. Twenty days after the event onset, the peritoneal effluent was clear, the patient ¿was doing well¿, and deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.